Manufacturer narrative:
An event regarding damage involving an insert 40f was reported. The event was confirmed by visual analysis of the devices. Method & results: device evaluation and results: damage consistent with the loss of taper lock was observed on the liner. No identifiable materials or manufacturing discrepancies were observed on the surfaces examined for the accolade stem. Clinician review: a review of the provided x-rays by a clinical consultant indicated: based upon the information available for review, no determination can be made regarding the cause of this clinical event occurring ten years post- implantation. Device history review: additional information is required as no lot number was provided. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports and progress notes are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
As reported: "[left hip] revision surgery. Revised head ball, liner, dome hole plug, screw and stem. Acetabular cup was left and inspected deemed intact. New liner and dome hole plug implanted. Head was disassociated off trunnion. Stem was unusually worn down. Stem revised and explanted as well as head. Unusual wear on stem trunnion". Rep provided pre- and post-revision x-rays, an excerpt of the operative report, and pictures of the explants. The liner pictured shows a noticeably damaged rim in one spot. Spoke to rep. Liner was in that condition in vivo. The devices are allegedly available for return, but no further information will be available.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "[left hip] revision surgery. Revised head ball, liner, dome hole plug, screw and stem. Acetabular cup was left and inspected, deemed intact. New liner and dome hole plug implanted. Head was disassociated off trunnion. Stem was unusually worn down. Stem revised and explanted as well as head. Unusual wear on stem trunnion". Rep provided pre- and post-revision x-rays, an excerpt of the operative report, and pictures of the explants. The liner pictured shows a noticeably damaged rim in one spot. Spoke to rep. Liner was in that condition in vivo. The devices are allegedly available for return, but no further information will be available.